Event description:
Complainant alleged that the device's display was not available. It was also indicated that the device may have been left in the rain for approximately 20 minutes prior to the reported malfunction. It was indicated that the device may have been in use on a pt at the time of this malfunction, but not pt status info is available at this time.